Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 360 mg/dl. The customer stated that the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.